Event description:
It was reported that this right ventricular (rv) lead was pulled back to the tricuspid but is still working. This rv lead remains in service. No adverse patient effects were reported.